Manufacturer narrative:
Initial: awaiting product return for device analysis.

Event description:
Icp readings for up to 10 hours. Patient went to CT. When connecting the icp catheter back to the monitor no reading could be obtained. Noted connect catheter. A second pressio2 and cables were used. Still unable to get a reading. Icp catheter explanted.

Event description:
Icp readings for up to 10 hours. Patient went to CT. When connecting the icp catheter back to the monitor no reading could be obtained. Noted connect catheter. A second pressio2 and cables were used. Still unable to get a reading. Icp catheter explanted.